Event description:
It was reported that the patient underwent a gynecological l procedure on (B)(6) 2007 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced extrusion, urinary/bowel problems, organ perforation, recurrence, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that the patient underwent mesh removal on (B)(6) 2012 due to chronic pelvic pain, pudendal neuralgia, and pelvic floor tension. (B)(4) ¿ urinary/bowel problems; undefined recurrence.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent botox injections for interstitial cystitis on (B)(6) 2012 and (B)(6) 2013.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary frequency.

Manufacturer narrative:
Date sent to FDA: 1/21/2019. (B)(4). Additional narrative: it was reported that following insertion the patient experienced cystitis, urinary tract infection, muscle spasm, vaginal candidiasis, hyperactive bladder and spastic pelvic floor syndrome. No additional information was provided.